Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 110 and overvoltage set) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt or power on. The monitor case was damaged, and the boards were slightly out of alignment causing fault. The root cause for the damaged connector was excessive force. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor will not power up.